Event description:
Additional information received reported the patient outcome following replacement surgery was "good." All old product was removed and a new system was replaced. It was noted one lead was cut during surgery. It was reported the "patient was doing great." A follow-up report will be sent if additional information becomes available.

Event description:
It was reported on (B)(6) 2012 that the patient witnessed a power-on-resent (por) condition with his implantable neurostimulator (in s); the error code read was "0400." The patient's stimulation "died." The patient was watering his flowers with a water jug when he noticed that the stimulation had stopped. The manufacturer representative noticed high impedances around 30,000-40,000 ohms; when using electrode 5, only electrode 9 and 11 were showing high measurements. Additional information received on (B)(6) 2012 reported that the cause of the por was from electromagnetic interference (emi). Both leads also had high impedances; it could not be determined how they were damaged. Surgical intervention to revise the system was scheduled for (B)(6) 2012 to fix the problem. At the time, the patient was not receiving effective therapy due to the damage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377660 lot#: v012675 serial#: implanted: 2007 (B)(6), explanted: product type: lead product ID: 3776-60 lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: product type: lead product ID: 37743 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID, neu_silicone anchor, product type accessory product ID, 377660 lot# v012675, implanted: 2007 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39, product type accessory product ID, 3550-39, product type accessory. Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the lead (serial #(B)(4)) revealed that the lead was broken at the titan anchor site. Final analysis of the lead (lot #v012675) revealed that the lead was broken at the silicone anchor site. Final analysis of the titan anchor revealed no anomaly. Final analysis of the silicone anchor revealed no anomaly